Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a lead revision. At the recent interrogation, loss of capture was observed even at 10v. Pacing thresholds in unipolar and r-wave amplitudes were within normal limits. Pacing impedance measurements had been normal and stable until a recent spike to greater than 3000 ohms. During the revision, this lead was surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.